Event description:
Topera complaint (B)(4) was received for one 60mm mapping catheters that exhibited one broken spline at the distal end of the catheter as (B)(6) hospital. The physician did not notice any abnormality during the procedure and only noticed one of the spline was broken from the distal end when the catheter was completely removed from the patient. There were no injury involved and no entanglement of catheter was reported.